Event description:
Customer reports that radiopaque marker on surgical pattie did not show up on x-ray. After procedure; one pattie was missing. C-arm was brought in but did not find pattie. Customer tried to x-ray an unused pattie but marker was not visible. The missing pattie was located outside of patient but search resulted in 15 to 20 minute delay in procedure. Considered to be significant by o.r. Supervisor.